Event description:
Healthcare professional reported "biocell implants" and "upon removal there was a rupture in the right implant." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange.

Event description:
Healthcare professional reported "biocell implants" and "upon removal there was a rupture in the right implant." Device has ben explanted and replaced.

Manufacturer narrative:
Device evaluation visual analysis of the returned device identified: opening, red particles on the surface of the shell, underweight. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional additionally reported capsular contracture baker grade iii.